Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements of 2500 ohms and high shock impedance measurements of greater than 200 ohms. There was also no capture at maximum outputs. The patient had been hospitalized for a myocardial infarction previous to this which was unrelated to the device system. There was no noise, and sensing measurements were good, but the r wave amplitude measurements were decreased. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.